Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 1716000j implantable port allegedly experienced fluid leaks. This information was received from one source. Of the one break, one involved a patient with no patient consequences. The patient was a male. There was no other provided patient information.

Manufacturer narrative:
H10: the lot no for the device was not provided, therefore a lot history review could not be performed. The sample was returned along with 6 photos to the manufacturer for inspection/evaluation. The investigation is unconfirmed for leak from port body. Based upon the available information, the definitive root cause for this event is unknown. The device was labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. For the one reported information, the device were returned to bd and evaluated. The company is still investigating the issue at this time.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 1716000j implantable port allegedly experienced fluid leaks. This information was received from one source. Of the one break, one involved a patient with no patient consequences. The patient was a male. There was no other provided patient information.